Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had spasms in her legs to her feet. The spasms started right after the patient CT scan with myelogram. It was noted that the patient was able to decrease the stimulation and the spasms in her legs to her feet stopped and was resolved. There were no further complications or anticipations reported with this event.